Event description:
It was reported that the customer received a button error alarm on the insulin pump, after it was in a pocket, pressed in her bra for about 45 minutes. The customer did not recall any significant events leading up to the alarm. Her blood glucose level was 211 mg/dl. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing. The device had broken reservoir tube lip, minor scratched lcd window, stained end cap sticker, and cracked battery tube threads.